Event description:
The account reported the bed was alarming and had an error code and the bed had unintentional movement. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to check the left user control module board and cable. The account found the left user control module board was blown fuse causing the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the left user control module board to resolve the issue. Based on this info, no further action is required.